Manufacturer narrative:
The patient is receiving pain relief but not as effectively as before the fall. The implanting clinician will perform a revision once the patient has settled into the new house; a date is not scheduled as of yet. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, not irrigating the incision site, not using antibiotics, not prepping the skin, and the patient picking at the wound have been ruled out as potential causes. However, the patient experienced a fall. The stimulator is used for the treatment of pain. The cause of the migration is due to the patient fall and severe force applied to the implant (patient user error).

Event description:
Patient reporting pain and discomfort following a fall. The patient underwent image testing, it was determined migration had occurred and reprogramming has been done twice to help with pain management.